Event description:
It was reported that the patient had a break in aseptic technique further described as patient possibly not washing hands and not cleaning the area prior to performing peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. Treatment for this event was not reported. The patient recovered on an unknown date. Approximately one month after the first episode, the patient experienced recurrent peritonitis. The patient was treated with fortex for six days (dose, route and frequency not reported). Two days later the patient again started treatment with fortex (therapy is currently ongoing) (dose, route and frequency not reported). Also, the patient was treated with one dose of vancomycin (route, dose not reported). The patient was not hospitalized for these events. At the time of this report, the patient was recovering. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.